Manufacturer narrative:
The product is not being returned, it has been discarded. We cannot determine what caused the user to experience the reported event. One possible reason is a serial number was supplied indicating the device is three years and three months old and could be considered fair wear & tear due to the device exceeding its normal life expectancy. A review into the depuy synthes mitek complaints system revealed one other complaints for this device's serial number. At this point in time, no corrective or preventative actions are required. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Synergy report. Rotator cuff repair. Surgeon using fms vue pump, foot pedal and shaver hand piece during rotator cuff repair. Shaver handpiece was activating by itself without the surgeon pressing the foot pedal. Upon further inspection, when the foot pedal cable was placed in certain positions the shaver handpiece was activated without warning. Fluid pump not affected. No adverse event. Surgeon used the handpiece with hand control for the remainder of the case without issue. Foot pedal disconnected. No delays. Operator type: health professional. (B)(4) is this report related to a: reusable device. (B)(4) is this the first time that the device was being used? Unknown. (B)(4) when did the device problem occur? During use on patient. (B)(4) is this report related to a piece of capital equipment? Yes. (B)(4) did the event occur during a procedure/surgery? Yes. (B)(4) how long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? No delay.